Event description:
A nurse reported that a system message displayed and the vitrectomy probe was not working during a surgery. The probe and the system were switched out and the case was completed with no impact to the pt.

Manufacturer narrative:
The company representative examined the system and was unable to replicate the reported issue. Preventive maintenance (pm) was performed. The system software was updated, which is unrelated to customer reported issue. The system was then tested and met all product specifications. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause cannot be determined conclusively. (B)(4).